Event description:
The surgeon performed a revision for clicking in 2009. He had thought that the stem was loose, but found it was not. There was evidence of neck/acetabular liner impingement with the ceramic liner. The surgeon replaced the stem, neck and head. It was reported that the patient was recovering well post-operatively.

Manufacturer narrative:
Additional implants explanted: cat.# 121003, 3x10 femoral stem, lot# 159. Cat.# 332835, 28mm +3.5 alumina head, lot# 234. Results of investigation: the stem, neck , and neck bolt were received with the modular stem separated from the neck and head. The neck and head were firmly attached. There was no damage to the modular stem and neck junction. The pin was intact and undamaged. There was evidence of bone ingrowth into the plasma sprayed region which also showed surface damage consistent with removal. The only notable damage was to the modular neck, which had extensive wear to the area just below the trunion. The wear was most likely caused by impinging on the ceramic liner in the acetabular cup (see attached photograph). The ceramic head exhibited some dark staining (see attached photograph) which is probably a result of metal particles trapped between the ceramic liner and ceramic head. Other wise, there was no observable damage to the ceramic head. A review of manufacturing records for the modular neck component was performed and the dimensions were all within tolerance. The certifications for the titanium neck forgings and machining confirmed that the modular neck was manufactured to omni specifications. In summary, the damage to the modular neck was not a result from design flaw or manufacturing error. See scanned pages.